Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2012-02002 pertains to the other device. It was reported to boston scientific corporation that the patient was implanted with a lynx suprapubic mid-urethral sling system to treat her stress urinary incontinence during an anterior repair, posterior repair, cystoscopy, and sling placement procedure on (B)(6), 2010. According to the complainant, post-implantation, the patient developed a rectovaginal fistula following digital removal of stool impaction. On (B)(6), 2010, the patient returned to the hospital in order to repair the fistula. The physician performed an exploratory laparotomy with a concomitant transvaginal and abdominal approach to the repair of a high rectovaginal fistula. In addition, he also performed a cystoscopy and proctosigmoidoscopy. Reportedly, the physician discovered mesh in her vagina and rectum, and removed two small fragments of the mesh (mesh type and specifics unknown). The patient continued to experience complications (specifics unknown) and went to a different hospital on (B)(6), 2010 and was diagnosed with rectovaginal fistula, bladder outlet obstruction, and urinary retention. A different physician performed an excision of the mesh (mesh type unknown) from a vaginal graft extrusion at both the right and left vaginal apex. In addition, the physician performed a vaginal apex repair, rectovaginal fistula repair, and perineoplasty. Reportedly, a third physician performed a cystoscopy, with urethral dilation and loosening of the mesh sling to correct her urinary retention. Reportedly, the patient continues to experience bleeding, difficulty urinating, general infection, pelvic pain, inability to have sexual intercourse, and urinary retention (specifics unknown). All other information, including the patient's current condition, is unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.